Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not been infusing. This was observed during patient infusion. The device contained flucloxacillin 8g plus citrate buffer in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.